Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount theon mitral pericardial bioprosthesis model 6900ptfx is indicated for patients who require replacement of their native or prosthetic mitral valve." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm 6900ptfx mitral pericardial valve and a 29mm 6900ptfx valve, implanted in the tricuspid position, underwent a double valve-in-valve procedure after an implant duration of 10 years, nine (9) months due to severe mitral stenosis, moderate regurgitation with heavy calcification and severe tricuspid stenosis and tricuspid regurgitation. The tmvr was performed with a 26mm 9600tfx transcatheter valve. The ttvr was performed with a 29mm 9600tfx transcatheter valve. Both valves were deployed successfully with excellent results. There were no intraoperative complications. The patient was transferred to the cticu in critical but stable condition. The patient was deemed stable for discharge to a skilled nursing facility on pod #7. There was no allegation of device premature malfunction/failure by the physician.